Event description:
Six months ago pt had a deflation of the right implant. Surgical findings showed a very thin capsule with a deflated implant. A capsulotomy was done with the removal of the saline implant, which obviously was completely deflated.